Event description:
It was reported that the device was used during a thoracotomy procedure. A biopsy was being performed and some staples are still in the cartridge. This occurred on the fourth firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.